Event description:
Tvt sling still having issues. There was only a partial removal done and I am still having incontinence, odor, leakage, pain with and without sex. This also caused scaring on my spouse as well.